Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. The patient underwent another procedure on (B)(6) 2013 to remove/revise pelvic mesh due to unspecified complications. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, urinary frequency and dyspareunia.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. Patient code: (B)(4) - atrophy. It was reported that following insertion she experienced vaginal atrophy. No additional information was provided.